Manufacturer narrative:
Product analysis: the complaint was confirmed. Stylus was found to be non-functional, but cause was not established. Stylus was replaced. The case was found to have some minor damage, which was left unrepaired. A hinge was found to be broken, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unresponsive to the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.